Event description:
The customer called and reported receiving multiple no delivery alarms recurring on the insulin pump over the course of several hours. Troubleshooting had previously been performed. Patient had tried different infusion set cannula lengths. Customer's insulin was not expired or denatured. Customer was rotating sites and avoiding scar tissue and the infusion set tubing was not bent or kinked. Customer stated they had tried all remedies. It was advised that the customer revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.